Event description:
It was reported that boston scientific technical services (ts) was contacted for a data review for this subcutaneous implantable defibrillator (s-ICD) system. Recently, an untreated episode of myopotential over-sensing resulting in the device charging and the shock being aborted. It was also discussed that in 2020, an inappropriate shock was delivered due to similar over-sensed myopotential noise. The patient is scheduled for an in-clinic follow-up appointment to assess the s-ICD system. Ts provided potential programming options and recommendations the upcoming in-clinic testing. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.